Event description:
It was reported that the patient experienced inflation isues with this inflatable penile prosthesis (ipp). During office consultation, the device was attempted to pump but it did not work and a surgical intervention was performed. During surgery, it was found a fluid leak due to what the physician believed to be normal wear in an unknown location. All components were removed and replaced with a new ipp system. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.